Manufacturer narrative:
Additional information that was known but not presented in the initial report: replacement intraocular lens (iol) was a 16.0 diopter lens. The iol was returned to the manufacturer. Visual inspection with the unaided eye shows the return sample is cut in pieces, most probably to makes explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens further analysis is not possible. Manufacturing records were reviewed. Device history records show the product order was released without non-conformances or deviations. Review of optical measurement records were within specifications. There were no nonconformity material reports. Sterilization records, environmental monitoring records were all within specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens (iol) would be explanted because the patient was ''unhappy'' with his visual outcome. In follow up obtained on (B)(6) 2014 with the surgeon's office it was learned the iol was explanted on (B)(6) 2014 because the patient was too far-sighted. An incision enlargement was not required and the patient is reported to be doing fine. The iol was exchanged with another iol during the same procedure.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.